Event description:
It was reported the pt felt the lead was not implanted at the same level as the trial lead. The pt was not receiving effective stimulation. A revision was scheduled for 2009. The old percutaneous leads were removed and replaced with a surgical lead. Postoperatively, the pt was getting good stimulation down both legs and across his back to the affected painful areas.